Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a no disposable pump won't run. Resvol 12.1. Rate 2.2. Given 87.9. Air in line. Patient not affected no patient injury. No additional information available.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of a "no disposable-pump won't run" alarm is the dso sensor. The air in line most probable cause is user error, where medication was added too quickly into cassette; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.